Event description:
It was reported that a bilary stent placed 11 months ago, in the proximal sfa for a stenosed lesion, allegedly fractured and separated. Reportedly, the stent fractured in one area and separated in another. The pt allegedly has claudication and the vessel has completely occluded. No intervention is planned at this time.

Manufacturer narrative:
The stent remains implanted, therefore, no sample evaluation could be done. The investigation of the event is currently underway.